Manufacturer narrative:
An event regarding pain and revision involving a shapematch guide was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Painful tka and malpositioned components. Revision of total knee arthroplasty. Shape match was used in original surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Painful tka and malpositioned components. Revision of total knee arthroplasty. Shapematch was used in original surgery.